Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 47 year old male patient and a medical history of human immunodeficiency virus, a colonostomy, diabetes mellitus and heart failure with reduced ejection fraction of 15% was admitted after failing home therapy with milrinon. An impella 5.5 was placed. After three weeks, the colonostomy was reversed in the operation room. After one month of support, the patient developed an intestinal bleeding, systemic anticoagulation was temporarily halted and a colonoscopy revealed an ulcer that was not actively bleeding at the time. Patient also received one unit of packed red blood cells. After 37 days, an "air in purge" alarm occurred that was resolved by an exchange of the purge cassette. After an off-label prolonged support duration of 41 days, the patient was successfully bridged to a permanent left ventricular assist device and the impella 5.5 was removed.